Event description:
It was reported that the user could not view glucose readings on the ilet when using a freestyle libre 3+ sensor encountered sensor unavailable and sensor error messages during rescans, and required deletion and reinstallation of the app with re-pairing, after which the sensor continued to error and a new sensor was applied; fingerstick glucose values were entered into the ilet to continue dosing guidance, including values of 251 mg/dl and later 237 mg/dl. Symptoms included hyperglycemia with no associated clinical symptoms. Outcomes included temporary interruption of automated continuous glucose monitor (cgm)-driven dosing and reliance on fingerstick entries. User support included technical troubleshooting, app reinstallation, device re-pairing, guided sensor replacement, and coordination with the cgm manufacturer. Investigation of this case revealed persistent libre 3 plus scan errors and sensor unavailability that prevented data transfer to the ilet, consistent with a cgm sensor or communication issue rather than an ilet hardware fault. It was concluded, based on previously established findings for similar reports, that the cause was a cgm sensor malfunction or connectivity error leading to loss of glucose data to the ilet.